Manufacturer narrative:
(B)(4). Date sent: 10/27/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a right hemicolectomy procedure, the firing trigger of the device was broken during the first firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The device and reload were discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any pieces fall into the patient? No.